Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a third party service company representative. "This ventilator was not on a patient. [Name removed] called stating while doing check out of this ventilator, the ventilator does not have audible alarms. He has checked the speaker and found it is functioning, he believes the problem is from the main board, pn 52130a. Please call [name removed] to schedule a service call."

Manufacturer narrative:
(B)(6) did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by (B)(6). (B)(4). The following information concerning the initial evaluation of the device is a summary of the information documented by the carefusion field service rep. The carefusion field service rep. Evaluated the device and determined that the root cause of the reported event was a faulty main pcba (B)(4). The carefusion field service rep replaced the main pcba and ran the device through a complete checkout to ensure that the device meets all factory specifications. Carefusion issued a return goods authorization (rga) number to (B)(6) for the return of the alleged faulty main pcba for evaluation. As of october 14, 2010, the alleged faulty main pcba has not been received by carefusion. Once the evaluation of the main pcba is complete, carefusion will submit a follow-up medwatch report.